Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for follow up. Upon interrogation attempt, "invalid diagnostic data" was displayed. The interrogation was cancelled and the programmer was rebooted. Interrogation was reattempted and the same result was observed. When the device image was saved, the diagnostic data was lost. There were no anomalies in operation after full check. Physician expressed incredulity. There were no adverse consequences to the patient and the patient will continue to be monitored.